Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while suturing, the needle and thread were found detached. A new suture was used to resolve the issue.